Manufacturer narrative:
This report originally filed as 2523835-2018-00477. This event does not meet criteria as a reportable malfunction based on information received following submission of that initial report. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that prior to patient contact, it was noticed that multiple knives had a burr on the tip of the blade. Alternate knives were used to complete the procedures. There was no patient involvement.